Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rubber sheath was torn and the coupler attached to the rigid scope had rust on it. Based on the results of the investigation, a root cause of the reported events was unable to be identified. However, it's likely the herniated cord occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a herniated cord. The issue was found during reprocessing for a therapeutic procedure and the intended procedure was finished with the same device. There were no reports of patient involvement.